Event description:
It was reported that a malfunction alarm occurred, identified by code malf 0, and the fault could not be reset. There was no adverse impact to the customer¿s blood glucose level. Technical support arranged for the pump to be replaced, and the customer was instructed to use multiple daily injections (mdi) as a backup therapy. The customer was guided on putting the pump into storage mode and acknowledged understanding, with instructions to return the pump within ten days using a pre-paid label.